Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. The patient underwent a farapulse pulsed field ablation (pfa) and a watchman procedure. After exchanging the faradrive for the was trusteer, the physician was manipulating the intracardiac echocardiography (ice) when it pulled back across the septum. To recross the septum with the ice catheter, the physician was required to pull the was sheath back into the right atrium. Once the ice was back in the left atrium (la), the physician rewired the was sheath with an amplatz wire, when that failed, the dilator was reinserted. Then the physician brought back the was sheath system to drop onto the septum, and inserted the versacross wire, with the plan of re-delivering radiofrequency (rf) and recrossing. The versacross wire re advanced into the la, and the was sheath was advanced into the la as well. The rest of the watchman closure device procedure went with no difficulty. After position, anchor, size and seal (pass) criteria was met, the closure device was deployed, and upon closure of the femoral vein, the was trusteer was removed. The physician and the scrub technician noticed a tear in the was sheath immediately. The physician continued with post-imaging without any complications. Hemostasis was obtained with a non-boston scientific (bsc) perclose device. The patient was returned to post operatory for recovery. There were no patient complications.